Event description:
The patient's pump was "working too fast and it sent her into a coma two times". The pump was used to deliver dilaudid, marcaine, and baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information reported that the physician had suspected a malfunction and the pump was replaced. It was also reported that there was no patient injury.

Manufacturer narrative:
Catheter model 8711 (B)(4) implanted: 2006-(B)(6) explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump ngv442722h revealed that the pump had stopped long before it was returned which caused a post-explant pump anomaly. Dispense testing showed an atypical 300 ul/day graph. Infusion testing passed and graphing appeared normal. Upon destructive analysis it was discovered that the pump tube was damaged and had tube set which was the reason that the initial dispense testing failed. It was also noted that the pump tube was also discolored, deformed and had some loss of elasticity. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.